Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was asymptomatic through out the procedure and was noted to be doing well post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.